Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 an intra-aortic balloon (iab) was inserted in a patient, after a while frequency of rapid gas loss alarm was generated. The iab was removed and therapy was discontinued. There was no injury or harm to the patient.